Manufacturer narrative:
(B)(4). Date sent: 8/26/2020 additional information was requested and the following was obtained: what was the surgical procedure? Gastroplasty. What is the or surgeon & staff¿s experience with the device? He has knowledge about the device. When the disposable was connected to handpiece was it able to successfully pass the pre-run test? No, when connecting the harmonic shears to the handpiece that was connected to the generator, the display showed a message stating "reactive instrument", and so the operation of the shears operation was limited only to the "cutting" function, the coagulation did not work on any moment and the message reappeared many times on the generator display. Was this the initial use of the device or was a reprocessed device used? Initial use. Could the device be used in or on tissue? No. What is meant by being limited to the "cutting" function? It just cut the tissue, it didn't coagulate. Did the min button work? When activated it made noise. Did the max button work?when activated it made noise. Were there any other issues that contributed to the conversion to open other than issues with the device? At some moments the surgeon showed difficulties with the procedure and even commented that he would have to convert it. He even mentioned that he informed a person in advance that I don't know who was responsible, that he would have a chance of converting the surgery to open surgery.v. How was the surgical procedure completed the surgery was long and I didn't follow up until the end, it finished around 10 pm and ended well, according to information. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Batch #: t9528r. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What is the or surgeon & staff¿s experience with the device? When the disposable was connected to handpiece was it able to successfully pass the pre-run test? Was this the initial use of the device or was a reprocessed device used? Could the device be used in or on tissue? What is meant by being limited to the "cutting" function? Did the min button work? Did the max button work? Were there any other issues that contributed to the conversion to open other than issues with the device? How was the surgical procedure completed? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a retosigmoid adenocarcinoma, when connecting the harmonic scissors to the handpiece which was connected to the generator, it presented a message on the display stating "reactive instrument". Then the operation of the scissors was limited only to the "cutting" function. The coagulation did not work at any time and the message appeared again on the generator display several times. Another scissors was requested and sent for the replacement, but the surgeon waited for a while (approximately 1:15h) for the material to arrive. During the waiting time for the material to arrive, the surgeon continued to operate. Then converted the surgery, which was by video, to open surgery. Due to the change in medical conduct, it was not necessary to open another scissors. The procedure was successfully completed.